Event description:
The product analysis laboratory (pal) determined the homechoice (hc) machine system failed rite (returned instrument test/evaluation) testing due to a rite - earth leakage current failed performance specification. The earth lc reverse measurement was 474.2 microamps (specification: 4 microamps - 300 microamps). The earth lc single fault reverse measurement was 533.5 microamps (specification: 4 microamps - 500 microamps). Rite test failure, no patient involved.

Manufacturer narrative:
(B)(4). During evaluation of a returned homechoice (hc) device, a baxter technician determined the hc machine failed the earth leakage current test. Checked for infinite resistance reading from ground to each ac input terminal at the power entry module (pem), fault was isolated to pem. The rite leakage failure was determined to be malfunctioning pem. The device was identified to be scrapped.